Manufacturer narrative:
The device was returned for evaluation. One iol was returned in a plastic specimen cup. The original packaging was not returned. The part number and serial number could not be verified or determined. However, the lens does have the appearance of the reported lens. Visual inspection found particulates, and an unknown clear sticky substance and a film on the lens. The optic and haptic were not damaged other than the unknown film. The delivery device was not returned. The product evaluation could not verify the failure mode due to condition of the returned product. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. No other complaints have been received for this lot number. Based on the information provided, we are unable to determine a root cause. No corrective actions or additional investigation is necessary at this time.

Event description:
It was reported that approximately three-months post implant, the patient noticed a decrease in their vision, with floaters and blurred vision, and a fishbowl effect with dysphotopsia in the left eye. The original procedure was not complicated in any way, and the orientation of the lens did not change. The iol optic was clear and free of debris/deposits. The lens was explanted and replaced with a different model intraocular lens (iol). The patient is doing well after iol exchange, the fishbowl effect is completely gone.